Event description:
It was reported that after the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 millimeters (mm). Subsequently, the system was withdrawn from the patient. A second valve was loaded into a new dcs and used to complete the procedure. It was noted that a 10 minute procedural delay occurred in result of the infold. No patient complications have been reported as a result of this event. Additional information was received which clarified that the initial valve was recaptured into the delivery catheter system once and redeployed before the infold was identified.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329 }}; product lot/serial number {{0012457879}}; product type: {{0195- heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{0012416837}}; product type: {{0195- heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 mi llimeter's (mm). Subsequently, the system was withdrawn from the patient. A second valve was loaded into a new dcs and used to complete the procedure. It was noted that a 10 minute procedural delay occurred in result of the infold. No patient complications have been reported as a result of this event.

Event description:
It was reported that after the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 mi llimeters (mm). Subsequently, the system was withdrawn from the patient. A second valve was loaded into a new dcs and used to complete the procedure. It was noted that a 10 minute procedural delay occurred in result of the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5 to remove incorrect additional information previously reported on the supplemental medwatch submitted march 25, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.